Manufacturer narrative:
Updated information indicates that the patient is still experiencing pain for both knees (left and right) following the revisions of their persona tibial component on (B)(6) 2015. This report is for the patient's left knee. The patient's tm patella, which was implanted on (B)(6) 2014 for the left knee, has not been revised as of this notification. Note that the persona tibial component is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet tmt design control. A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tibial component. It was also reported that the patient received a tm patella on (B)(6) 2014. The patient is experiencing pain. There is no indication that the tm patella has an issue or will be revised. Note that the persona tibial component is of zimmer biomet warsaw design control and the tm patella is of zimmer biomet tmt design control.